Event description:
It was reported that a patient underwent an obturator sling procedure. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. Due to fecal incontinence, protrusion of mesh, vaginal and abdominal pain, the patient underwent mesh removal on (B)(6) 2007 by the implanting surgeon. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-06260. The same patient is represented in each medwatch.